Event description:
It was reported that the patient¿s entire system was removed due to an infection at the pocket. The patient experienced redness, inflammation, and appearance of an open wound in association with the infection. Perioperative antibiotics were administered and the patient outcome was unknown. No patient outcome was provided, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. Product ID: 3387-40, lot# j0217167v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID: 64002, lot# n259703, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: adapter. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2002, explanted:(B)(6) 2015, product type: extension. Product ID: 3387-40, lot# j0217167v, implanted: (B)(6) 2002, product type: lead. (B)(4).